Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed battery maintenance. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during battery maintenance that the cardiocave intra-aortic balloon pump (iabp) unit failed battery maintenance. There was no patient involved.

Manufacturer narrative:
The getinge field service engineer replaced the defective batteries to resolve the issue. The iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a